Manufacturer narrative:
Unable to prime unit during prime/force sensor system test due to loose/flush drive support disk. No unexpected motor error alarms noted. Unit received with all buttons responding properly. No button error alarms noted. Unit received with cracked reservoir tube lip and belt clip slot. Unit received with severe scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 503 mg/dl. The customer treated themselves with a manual injection. Troubleshooting was done. The customer's insulin pump passed the displacement test. Assisted customer with manually priming the insulin pump, and a motor error alarm did not occur. Advised to change the entire infusion set and to monitor the insulin pump. Advised that a replacement insulin pump would be sent per request from the customer's mother. Nothing further reported.